Manufacturer narrative:
This report concludes investigation.

Event description:
It was reported that the patient with this boston scientific device and non bsc lead(s), presented with possible loss or latent, capture. The physician elected to increase device outputs. No other system changes were made and no adverse effects were reported. To date the device remains implanted and in service without further complications.